Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 8/28/2024

Event description:
The patient reported rupture for left-side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
The patient reported rupture for left-side device. The device remains implanted..

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The patient reported rupture for left-side device. The device has been explanted.